Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a highest recorded blood glucose of 342 mg/dl for approximately three hours after insulin delivery was disrupted due to a dislodged infusion cannula; an infusion set change was performed and insulin delivery resumed. Symptoms included no reported acute clinical effects. Outcomes included no professional medical intervention, no hospitalization, and no use of backup therapy. Investigation included troubleshooting with the user and education on proper infusion set management. Investigation of this case revealed that the exact cause of the hyperglycemia could not be determined, though a site disturbance with possible cannula dislodgement was suspected. It was concluded that the event was user-perceived hyperglycemia with unclear cause and no device alerts or alarms. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.